Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pen is no longer dispensing insulin. Customer stated they have tried priming multiple times but no insulin was coming out. During troubleshooting, customer tried another needle and repeated priming but the leadscrew was not moving when the dose button is pushed. No harm requiring medical intervention was reported. The device is expected to return for analysis.